Manufacturer narrative:
Image review: review of the procedural images confirm a cto in the mid rca preventing blood flow to the distal section of the vessel. There is slightly more blood flow post-delivery of the procedural guidewire. The images capture the delivery and inflation of a balloon device at the lesion site. A stent is then delivered and deployed. Blood flow is restored to the distal rca. There are no images capturing the reported balloon rupture.

Manufacturer narrative:
Product analysis: the distal tip had no damage. During the analysis the device failed negative prep. A .015 inch mandrel and a .014 inch guide wire could not load through the inner lumen due to a kink on the inner shaft 1mm distal to the distal marker band. A longitudinal burst was present on the balloon working length. No other damage noted on the device. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a sprinter legend balloon dilatation catheter to treat a slightly tortuous rca lesion exhibiting 100% stenosis. The device was inspected and prepped prior to use with no issues noted. It was reported that the device burst at less than 12 atms during the procedure. The device was not moved or repositioned at the lesion site prior to the burst. A sudden drop in pressure was noted on the inflation device. No resistance was noted when advancing the device to the lesion. There were no fragments remaining in the patient. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.